Event description:
Technician alleged that the brakes are not holding. No injury reported.

Manufacturer narrative:
The technician found that both head en and brake casters were not locking when the brake pedals are engaged. The technician resolved the issue by replacing both head end brake casters.